Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude alert was detected from this implantable cardioverter defibrillator (ICD) due to reaching end of life (eol) due to a charge time of greater than 30 seconds. The device belongs to the mid-life display of replacement indicators advisory. Additional information was provided that the device was deactivated due to the patient choosing "do not resuscitate" (dnr). To date, there have been no reported adverse patient effects related to this clinical observation.